Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that only two of the four bays on the universal battery charger device were charging. It was not reported if the event occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of december, 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that bays c and d were not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal usage over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.